Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was bent and stretched. No problems were seen with fluid passing freely through the fluid path. It could not be determined when this damage occurred, and the cause of the reported high bg levels could not be conclusively determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Patient's mom is unsure when how long the pod was worn but she stated it wasn't worn more than two days. Patient's mom stated that there is blood on the adhesive of the pod that normally is not there.